Event description:
Pt reported that after receiving 150.0 units of insulin via the infusion device, the infusion set is always leaky on the connector. Pt reported changing the infusion set every 2 days. Pt reported receiving an elevated blood glucose level of 590 mg/dl. Pt reported taking correction via pen and the infusion device. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.